Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital and treated. The customer had a diabetic ketoacidosis. The customer cause of hospitalization as per healthcare provider could be an insulin issue. The customer was hospitalized twice in the past.